Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed .the handpiece was manufactured on february 8, 2017. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4)

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure the phacoemulsification handpiece did not have ultrasound power. The handpiece was exchanged and the surgery was completed with no harm to the patient. Additional information has been requested and received.